Manufacturer narrative:
Device evaluation: suspect device has not been returned for evaluation. Customer returned inventory from a different lot. A follow-up report will be submitted when the device evaluation has been completed.

Event description:
The rotator blew off and sent contrast everywhere. There was no harm or injury reported. Customer reported this event happened twice. This is one of two reports, 1721504-2010-00095 - first occurrence.